Manufacturer narrative:
Upon analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the distal end of the of the proximal spring electrode. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that during an implant procedure this right ventricular lead was repositioned several times to obtain better sensing and pacing thresholds. During many attempts to reposition the lead out of range pacing impedances were displayed. This lead was not implanted and will be returned. A new lead was implanted. No adverse patient effects were reported.